Event description:
A nurse stated the customer received a blood glucose reading of 37 mg/dl from her contour and a reading of 200 mc/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for eval. Replacement strips were sent to the customer.